Event description:
Rptr noted posterior capsule tear occurred during cortical removal with the I/a handpiece, but does not consider this an injury. Anterior vitrectomy performed and ac intraocular lens was implanted.